Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) on the homechoice (hc) machine. This occurred during use during fill 6 of 7. A technical service representative (tsr) assisted the home patient (hp) to cycle the power and received se 2367 (fail safe shutdown). The tsr had the hp cycle power to press go to start. The tsr had the hp disconnect and remove the cassette. The tsr assisted the hp to clear the alarms and advised them to contact their nurse. There was patient involvement; however there was no adverse event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up will be submitted.